Event description:
Based on info obtained from the customer in 2003, an erroneously elevated accu tni result of 6.18 ng/ml was generated by synchron lxi system. The erroneously elevated result was reported out of the lab in july 2003. The floor questioned the accu tni result and the customer reran the pt sample using the immunochemistry analyzer component (independent mode) of the synchron lxi system. The repeated accu tni result was 0.0.8 ng/ml. The result of 0.08 ng/ml was reported out of the lab. The pt was redrawn in 2003 at 0252 for accu tni. The sample was run using the immunochemistry analyzer component (independetn mode) of the snchron lxi system. The sccu tni result was 0.06 ng/ml. There has been no change to pt treatment that can be attributed to this event.